Event description:
Syringes supplied have not functioned correctly. Either the one cc syringe does not draw fluid, is bent, or falls apart causing loss of medication. Rptr has lost eight days of medication which co has of yet not offered to replace. Rptr is also concerned about receiving the drug with such a close expiration date. Rptr was advised by phone that the MFR can "do this?"